Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The patient stated that she first became aware of the issue, 3-4 months prior to contacting lfs. The patient reported that she obtained alleged inaccurately high blood glucose results of ¿436, 261 and 252 mg/dl¿, the tests were performed less than 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls outwith lifescan¿s criteria for accuracy. The patient reported that she manages her diabetes with insulin (self-adjuster), and that she made no changes to her normal diabetes management in response to the alleged issue. The patient reported that she developed symptoms of ¿light headed, fell several times, her niece told her she doesn¿t sound good or sounded crazy¿, she does not remember the exact date and time but stated it was at night time. No treatment was required or received. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the patient had used an approved sample site to obtain the blood samples, the test strips had been stored correctly and were not passed their expiry date. Csr noted the test strip vial was not cracked or broken. Csr noted that the control solution test was in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.